Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for dcr procedure that the middle of the surgery, a strange noise started coming from the drill and the nurse noticed that the drill bur was no longer turning. They had removed the bur and noticed that it had broken. Procedure was completed with new bur. Bur was broken outside of the patient. There was no patient impact in this event.